Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced air in line. The following information was provided by the initial reporter: air in line sensor keeps alarming.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by customer that air in line sensor keeps alarming. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 23043135 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced air in line. The following information was provided by the initial reporter: air in line sensor keeps alarming.